Event description:
It was reported that: saw pt in (B)(6) 2012, at 3.5 months post-op. Was feeling pretty well, but since that time, he has developed pain from the lateral side. Cobalt-chromium levels have been ordered as well as a mass MRI.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm: cat# nls-340000b, lot# 37633601; primary tritanium hemi cluster hole cup 60mm: cat# 502-03-60f, lot# mjt763; trident 0deg x3 insert 36mm ID: cat# 623-00-36f, lot# mkk3v9; 6.5 cancellous bone screw 30 mm: cat# 2030-6530-1, lot# mklv92, mkmypy; delta v-40 ceramic head 36+0: cat# 6570-0-136, lot# 7530303. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. An evaluation of the devices cannot be performed as the devices remained implanted in the pt and were not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.